Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g137 scaler, the insert was heating up; no injury resulted.

Manufacturer narrative:
Power supply board shorted causing no power to the unit. Water leaking inside of unit from the solenoid. Handpiece cable is clogged and red tubing to y-connector is very short. Powder bowl needs retubing. Wrong cap on powder bowl. Worn nozzle grip. Replaced all damaged and worn components, recalibrate to factory specs and cleaned unit.